Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing diabetic ketoacidosis and high blood glucose level 18 mmol/l. Customer was hospitalized on (B)(6) 2020 for four days to take treatment. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting. Insulin pump will not returned for analysis.